Manufacturer narrative:
This report is submitted on april 13, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2022 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.